Event description:
It was reported that 1 patient in the conventional group experienced postop wound leakage leading to prolonged hospital stay of 1 day. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). B3 year published: 2022, 2024. D10: tibia cemented, #item 42532007901, #lot 65546752. Articular surface fixed bearing, #item 42511000610, #lot 65539533. Femur cemented, # item 42502607001, #lot 65571883. Therapy date: unknown. G2: foreign - event occurred in netherlands. G2: literature - eijking, h.m., hendrickx, r., van haaren, e.h., schotanus, m.g.m., dorling, I., bouwman, l., boonen, b., most, j. (2026). Robotic-assisted inverse kinematic aligned vs conventional mechanical aligned total knee arthroplasty. Unpublished manuscript. The event was initially reported under (B)(4). The cmp was not confirmed. Review of the reported event by a health care professional found: it is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression "wound concerns" or "non-healing wound" would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person's ability to heal. Wound complications can be treated conservatively or invasively depending on the severity of the wound infection and patient status. No product was returned or pictures provided visual and dimensional evaluations could not be performed. The root cause of the reported event was determined to be unrelated to the device. This is a limited investigation; a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.